Event description:
Customers ((B)(6)) stated they heard a noise that sounded like a shotgun and the front panel blew off the centrifuge and went down the aisle. No one was physically injured, but one person is at employee health because she was "shaken up". Customer saw smoke from the centrifuge and they smelled burning. (Stated from non-conformance report for event # (B)(4) from (B)(6)2011 from ortho clinical diagnostics. Centrifuge model, model: 4816 rotana 46 rsc robotic. Rpm: 4500, temp: 20 degrees celsius, spin time: 270 seconds, rcf: 4256. Centrifuge was inserted into engen laboratory automation system a product of ortho clinical diagnostics.